Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the exact cause of the incident could not be determined. However, it is probable that physical stress, such as component damage or deterioration during handling, compromised the integrity of the device surface. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, a chipped probe surface was identified on the bronchofibervideoscope. There was no patient involvement.